Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump will shut off unexpectedly at approximately 30% for the past 2 months. Review of pump data by tandem technical support showed the pump shut off at 30% on (B)(6) 2017 and when the pump was turned back on the battery gauge displayed 5%. The pump time was reset due to the pump shutting off and the customer did not correct the time setting. Customer reported blood glucose level was not impacted. Reportedly the customer will continue to use the pump until the replacement pump is received.